Event description:
It was reported 'the nurse provided a sample of the product, and said that there was a hair in the sterilized/sealed package.' No pt contact reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.